Event description:
The evis exera iii xenon light source's main lamp doesn't light up or turn on occasionally during a procedure for otorhinolaryngoscopy and there was no sound of lighting. The procedure was completed using the same device. In order to carry out the procedure, the doctor turned on the spare lamp. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the igniter was faulty and had a faulty converter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the lamp did not light up due to a faulty convertor or faulty ignitor. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.